Event description:
Event description boston scientific received information that this patient, who had his pacing system implanted approximately one month ago, contacted technical services with questions regarding using a push type lawnmower. He also reported he has recently noticed that his heart rate is about 50 beats per minute(bpm) at times, and the pacemaker is suppose to keep it at 60 bpm. He reports that this seemed to start after the pacemaker was adjusted and some new medications were started. He also notes he has had some discomfort and itching around the pacemaker site still. He will be seeing his physician on monday about all of these concerns.